Event description:
It was reported that the patient noticed a few spots of discolored drainage on his pillow which appeared to be coming from his lateral right scalp wound, which was a small 2 cm linear incision over the connection between the implanted deep brain stimulator (dbs) electrode and the extension kit which went to the pulse generator. It was noted that the subject had a 4 cm right scalp wound revision and excision of granulation tissue and a repositioning of the dbs electrode and connection to extension kit. It was noted that the patient¿s pain was managed with vicodin and was discharged with 2-3/10 incisional pain. It was noted that the patient denied ha, nausea, new numbness, tingling or weakness, visual changes or abdominal discomfort. It was noted that the wound culture from (B)(6) 2014 was (B)(6). It was noted that the infection was being managed by infectious disease and was discharged on 2g IV vancomycin and rifampin 300mg po q12. It was noted that the event required in-patient hospitalization and an emergency room visit. It was noted that action taken included repositioned per operative report. It was noted that 1.4 cm right scalp wound revision and excision of granulation tissue. It was noted that repositioning of dbs electrode and connection to extension kit. It was noted that the outcome was resolved without sequelae. Additional information received reported that medications were administered and included cefazolin 2g q8h x6 weeks. Additional information received reported that laboratory testing found an abnormal wound culture. It was noted that the patient was (B)(6). It was noted that tissue culture showed two colonies (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va08uvg, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the event was related to the implant procedure and to the device/therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va08uvg, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the event was related to implant procedure and not related to device/therapy.